Event description:
The pt reported he rec'd an 34 (occlusion) message on his insulin infusion device. To troubleshoot, the pt was instructed to disconnect from the device and perform a bolus through his infusion set tubing which went through without error. The pt was asked to remove his infusion headset but stated he was currently at work, but would change as soon as he had the opportunity. On f/u, the pt stated when he removed the headset, he noticed the cannula was bent. He stated he threw the headset away. He stated he has had no further issues. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No prod was requested to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.